Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, upon examination a tear in the left cylinder was found. The device was explanted and replaced with a malleable device per patient's request, and the reservoir remained implanted. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, upon examination a tear in the left cylinder was found. The device was explanted and replaced with a malleable device per patient's request, and the reservoir remained implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected and underwent leak testing. Both cylinders window quick connector had damage and the kink resistant tubing (krt) was worn to the filament. Both cylinders had wear at a fold in the middle and proximal end, and fluid leakage due to a hole in the proximal end consistent with sharp instrument damage was found in the proximal end of both cylinders. The first cylinder had broken fabric threads consistent with sharp instrument damage. In addition, the first cylinder had holes and tool marks in the middle outer layer consistent with sharp instrument damage. The pump was visually inspected and underwent leak and functional testing. The pump kink resistant tubing (krt) was worn to the filament, and bodily fluid was found within the pump for which it could not be functionally tested; however, the pump passed leak testing. Analysis could not confirm the reported clinical observations; therefore, a conclusion code of cause not established was assigned to this investigation.